Event description:
Pt received in iccu post CABG. When IV hooked to right subclavian line, fluid was pulsating in tube indicating line in artery. Md's notified. Because of the size (7.5 fr) and concern about possible bleeding after catheter removed, the pt was returned to surgery for removal of the catheter and to repair the laceration of the artery which was secondary to the cannulation.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: no. Corrective actions: user education provided. The device was destroyed/disposed of.